Event description:
It was reported: the device unexpectedly rebooted continuously during use of the device, which generated an alarm. There was no injury reported.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation results will be reported in the follow up report.